Event description:
It was reported that during a total gastrectomy procedure, when the nurse cleaned the device, the tissue pad was detached off. Then the second device was used, but the tissue pad partially detached. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.